Event description:
It was reported that the spinal cord stimulation (scs) leads migrated, confirmed via imaging. The scs leads were removed and replaced. Post operatively, the patient was recovering at home. The explanted leads will not be returned as they were disposed by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: b)(6), batch/lot number: 7105680, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI): (B)(4).